Event description:
(B)(4). Abdominal pain, chronic pelvic pain, painful intercourse, intense menstrual cramps, heavier cycles, ruptured ovarian cyst, bloating, back pain, pains that feel like electric jolts, migraines

Event description:
(B)(4). Total hysterectomy scheduled for (B)(6) 2015 due to ongoing issues.